Event description:
It was reported that the insulation has been compromised.

Event description:
It was reported that the insulation has been compromised.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the insulation confirmed the presence of a crack along with burns near the distal tip. Dents and scratches were also observed on the insulation. Furthermore, a broken off electrode was observed. Due to the broken off electrode, insulation testing could not be performed. The probable root cause(s) for the failures observed could be due to electrical arching from the metal shaft to a conductive object due to cracked insulation, the device coming in contact with a cauterizing instrument, multiple uses of flash sterilization, rapid cooling after sterilization (3) contact with metal tray during sterilization, dropping/banging of the device against a hard surface and/or normal wear and tear. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.